Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-30. H6: investigation summary customer returned (7) 32gx4mm bd pen needles from lot# 0189494 (4 used, 3 sealed). Consumer reported losing medication during the injection. All 7 returned samples were examined, then tested for flow using a test pen injector: all 7 pen needles were able to expel properly, and no leakage or other defect was observed. All 7 samples were tested for visual inspection of point geometry, outer diameter and lube coverage. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us leaked. The following information was provided by the initial reporter: material no:320550 batch no: 0189494 it was reported that the pen needles are bending during the injection and the consumer is losing medication during the injection. Verbatim: spouse reported the pen needles are bending during his injection. Stated the consumer is losing medication during his injection. Spouse stated consumer uses mail order but they also use their local pharmacy as well.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us leaked. The following information was provided by the initial reporter: material no:320550, batch no: 0189494. It was reported that the pen needles are bending during the injection and the consumer is losing medication during the injection. Verbatim: spouse reported the pen needles are bending during his injection. Stated the consumer is losing medication during his injection. Spouse stated consumer uses mail order but they also use their local pharmacy as well.